Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for device upgrade with the right atrial lead dislodged. The lead was explanted and replaced during the procedure and the issue was resolved without sequelae. Further information was requested but not received.